Event description:
Patient with acute myocardial infarction (mi). The right coronary artery (rca) was occluded by a very soft thrombus. Re-canalizing with pressure wire sensor 4 was done without any problem. A "maverick" balloon catheter from boston scientific was used. The balloon was inflated but when pulled back a resistance was felt. Attempts were made to advance and pull back the deflated balloon but without success. The whole system, pressure wire sensor, balloon and guiding catheter was retrieved. The broken part of pressure wire sensor was found in the balloon. The pressure wire sensor was broken 30 cm proximal of the tip.